Event description:
On (B)(6) 2024 I received cortisone injections in right and left knees. On (B)(6) 2024 gel one injection to the right knee was received. On (B)(6) 2025 gel one injection to the left knee was received. On (B)(6) 2025 discoloration hyperpigmentation small circular spot developed on the left knee, followed by a dime size spot to the right, later the light spots became larger expanding across half the knee. Comments: hyperpigmentation of the injection site area, circular rashes found on left leg upper thigh and calf, right leg above ankle rash discoloration of purple & red bruising with swelling, tenderness, also warm to touch. Lower and upper calf rashes, with rash above the knee on left thigh. Primary care visit concern follow up, as advised by orthopedic group was completed (B)(6) 2025 then xray (B)(6) 2025 exam to rule out blood clotting. Cvs specialty. Reduced cartilage of left and right knee deterioration.